Manufacturer narrative:
Upon completion of the investigation it was found that the patient right outer base tube weldment was cracked. There were no sharp edges or functional issues due to the cracked weld. The cracked weld did not effect the stability and performance of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the outer base tube was cracked and the caster horn was bent causing the wheel to be unable to roll. This could effect stability and transport of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the outer base tube was cracked and the caster horn was bent causing the wheel to be unable to roll. This could effect stability and transport of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.